Event description:
It was reported the pump was replaced for a system upgrade.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l62221, product type: catheter. (B)(4). Analysis of the pump identified a deformed pump tube. The pump passed for infusion accuracy but there was an odd trace on the 1 revolution dispense test. Destructive analysis was performed and the pump tube was found to have an odd form. The medial portion nearing the outlet appeared flattened when compared to the rest of the tube and the portion nearest to the outlet appeared slightly expanded. No other significant anomaly was found with the pump. Analysis of the catheter found no significant anomaly. The catheter was incomplete as only a proximal segment was returned. Pump telemetry indicates the pump had been used to deliver fentanyl, bupivacaine, and baclofen.